Manufacturer narrative:
Further investigation determined that there is no allegation against the device which was reported on (B)(6) 2015 under manufacturer report number 2953161-2015-00038. The report submitted on (B)(6) 2015 is being retracted.

Manufacturer narrative:
Concomitant medical products: devices involved in this event are pxa230300j/12489033, pla320400j/12276115, and pla320400j/12276121. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using aorfix¿ stent grafts to repair impending rupture of an abdominal aortic aneurysm. It was reported that the patient's proximal neck was 90 degree, 15mm in length, and partially calcified. An angiography performed after deployment of aorfix¿ stent grafts revealed a proximal type I endoleak, distal type I endoleak (not known from which leg), and type IV endoleak. The physician elected to implant gore® excluder® aaa endoprosthesis to repair the type I endoleaks. Gore® excluder® aaa endoprosthesis aortic extender components were implanted to repair the proximal type I endoleak. Gore® excluder® aaa endoprosthesis contralateral leg component was implanted to repair the distal type I endoleak. A subsequent angiography showed that the distal type I endoleak was resolved; however the proximal type I endoleak as well as the type IV endoleak remained. The physician elected to monitor the patient. On (B)(6) 2014, the aneurysm ruptured. The physician indicated that the primary cause of the rupture was the type IV endoleak. An emergent additional endovascular procedure was performed to repair the rupture, and gore® excluder® aaa endoprosthesis contralateral leg component and aortic extender components were implanted. However the patient expired during the additional procedure.